Event description:
This lv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that patient has stimulation. Patient was seen over the weekend and physician programmed to eliminate stimulation . The physician was dr. (B)(6). No ther information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).